Manufacturer narrative:
Specimen collection and storage information was not provided for this event. Controls were run before and after the event; the unit was performing within qc specifications. Raw data analysis indicated the following: the run with high hgb also has high rbc. H&h check is good. Wbc and plt are lower. This fits the scenario of aspirating from the bottom of a settled vial. A bec field service engineer (fse) was dispatched and verified operation of the system, including control recovery; controls were within limits. Root cause for the erroneous results on the lh750 is unknown. However, the erroneous results for the initial run display the typical pattern for a poorly mixed specimen. Per bec product labeling: misleading results can occur if the specimen is not properly mixed. This report is related to MDR: 1061932-2011-01292.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high hemoglobin (hgb) and red blood count (rbc) results and low white blood count (wbc) and platelet (plt) results generated on the coulter lh 750 analyzer for a single patient specimen with no instrument flags. The erroneous results were reported out of the laboratory. The customer indicated that the initial run failed the laboratory's delta check for hgb. The original specimen was rerun on the same lh 750 instrument (s/n (B)(4)) and on an alternate lh500 instrument (s/n (B)(4)). Lower hgb, rbc and higher wbc, plt results were obtained on both instruments compared to initial run. The alternate instrument lh 500 instrument (s/n (B)(4)) is being documented in a separate report (MDR 1061932-2011-01292). A new specimen was drawn from the patient and run on both lh750 and lh500 confirming the rerun results. The results provided by the customer are shown. The issue occurred on a specific patient specimen. There was no death, injury, or change to patient treatment associated with this event.